Manufacturer narrative:
The investigation for ventricular tachycardia (vt)and access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was not determined since the product was not returned and insufficient clinical description was provided. As the necessary information was not provided, the root cause of the vt was not determined.

Manufacturer narrative:
A.5 race is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient on impella 5.5 experienced ventricular tachycardia (vt). The impella was repositioned under echocardiogram guidance and vt resolved. It was further reported that within the first hour on the unit, the patient with 75 milliliters (ml) of frank red blood in jp drain and site with mild oozing noted on dressing. Within second hour post operatively, the patient with another 100 ml of frank red bloody drainage from jp drain. The patient was taken to the operation room for a washout. Washout showed bleeding from muscle which was evacuated and stopped. The incision site was redressed and a 3-point fixation was replaced. The procedural outcome is unknown.